Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device (unknown brand). The reporter performed multiple comparison tests and claimed obtaining the following blood glucose readings: "270 mg/dl" with the subject meter and "140 mg/dl" on the other device; "240 mg/dl" with the subject meter and "140 mg/dl" on the other device and finally, "214 mg/dl" with the subject meter and "150 mg/dl" on the other device. Each set of comparison tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.